Manufacturer narrative:
During the procedure, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) was ruptured. There was no reported patient injury. The type of procedure the mynx vcd was used in was a cag. The procedure used a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was a normal puncture (sfa). There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30mins. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 5 mm from the balloon¿s proximal neck was. A product history record (phr) review of lot f2016202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device, approximately 5 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as calcium, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During the procedure, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) was ruptured. There was no reported patient injury. The type of procedure was the mynx vcd used in a cag. The procedure used a retrograde approach. The deployer¿s mynx training status was mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location normal puncture (sfa). There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30mins. The device will be returned for evaluation.